Event description:
This report is based on information provided by the philips field service engineer (fse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device's screen appears darker and images are not sharp. The fse evaluated the device onsite and determined that this was a malfunction of the dfm100 display assy. The faulty component was replaced, the software reloaded, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective display assembly. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The dfm100 display assy was replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that the device's screen appears darker and images are not sharp. The fse evaluated the device onsite and determined this was a malfunction of the dfm100 display assy. The faulty component was replaced, the software reloaded, and the device was returned to full functionality. The device remains at the customer site. The defective part (s/n: (B)(6)) was returned to failure analysis, and the results indicated that the lcd (liquid crystal display) had no output. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective display assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The dfm100 display assy was replaced to resolve the issue, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator, indicating that the device's screen appears darker and images are not sharp. No patient involvement was reported.